Event description:
It was reported that a caregiver stated the patient with memory impairment entered two dinner meal announcements on the iLet, which delivered two insulin doses; the caller confirmed duplicate meal entries, current blood glucose of 248 mg/dL, and received education to monitor glucose, have carbohydrates available for potential hypoglycemia, consider pausing the pump, and use a passcode and meal timestamp review to prevent repeat entries. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial